Event description:
It was reported that the pulse generator had been programmed to dddr mode at 70 beats per minute with a max track of 120. During a cineangiography of the left main, the patient appeared to develop wide-complex tachycardia from a baseline of atrial pacing. A magnet placed on the pacemaker slowed the rate. It was suspected that the cineangiography activated the pacemaker accelerometer. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).